Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient blacked out, prompting her spouse to take her to the hospital. Upon arrival, the doctor checked her blood sugar levels, which showed a discrepancy: the blood glucose (bg) reading was 433 mg/dl, while the dexcom reading was 167 mg/dl. The doctor administered 5 units of quick-acting insulin based on the bg reading. Her blood sugar levels were monitored every 30 minutes. After 30 minutes, her bg was 375 mg/dl, and an hour later, it had decreased to 275 mg/dl. By the time she was discharged, her bg was 197 mg/dl, and she was in stable condition. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling better. Of note, the patient uses a tandem t: slim insulin pump in a modified closed-loop system. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There were no reported glucose values available to search within the parkes error grid calculator after the doctor treated the patient. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.